Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 20373986, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 20373986, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4319, batch/lot number: 20339955, model/catalog description: clik x MRI anchor, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained.